Event description:
A user facility medwatch report was forwarded to drive medical by FDA. The report was submitted for a product problem. It was alleged that one of drive's shower chairs collapsed with a patient on the chair. The patient was not injured. The user facility report did not give any information on the product, such as the model number, serial number, nature of event, etc.. We are not able to determine the distributor and manufacturer of the shower chair. Drive medical has contacted the reporter via phone and email to request more information on the product and event. Two photos have been received from the reporter so far. But the information is still insufficient to identify the product and the cause of failure. This MDR report is based on the user facility report.